Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) k053529.

Manufacturer narrative:
Follow-up # 1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 3 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs alleging an "apply sample" message on their onetouch ultra 2 meter. The patient mentioned that the alleged issue began on the 4th of october at around 6:00pm. Due to the alleged issue, the patient was unable to test their blood glucose. The patient ate less food/drink due to the alleged issue. At around 11:00pm that night, the patient developed symptoms of feeling shaky, sweaty and a bit confused. The patient then self-treated with food/drink and did not seek any further medical attention. The patient was not tested on another device. The technique of applying blood on the test strip was correct. The test strip completely draws into the sample and the patient was using the correct test strips. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, the patient was unable to test and later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.